Event description:
During a procedure, the trial spacer handle broke off the trial implant resulting in an additional 45 minutes to remove the trial implant. Surgery was completed.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Subject device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no device was returned.